Event description:
A report was received that during an implant procedure, the pt had a seizure. The pt was given oxygen and the seizure stopped. The physician was able to continue with the implant procedure. The physician stated, the seizure was due to the anesthesia. The pt is doing well following the procedure.

Manufacturer narrative:
This is the final report.